Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump was damaged. Caller reported that the battery compartment was stripped and the display was difficult to read. Blood glucose level at the time of the incident was not reported. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.